Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer had constant m-02 errors on the integrated electro surgical unit (iesu/erbe) when activating the monopolar energy. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer already changed the cautery cables and tried different ports and instruments. The tse checked the system logs and confirmed the error. Also, multiple restarts of the generator did not solve the issue. The iesu connected to a dedicated power outlet. The customer continued the procedure using the bipolar instruments only. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the iesu returned for evaluation. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the generator associated with this complaint and completed investigations. The unit was returned for failure analysis, but the reported failure (error m-02) could not be reproduced. The unit energized and cauterized and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.